Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turning on/off by itself, which was not reproduced during evaluation. A review of the event history log identified the device turning off. The cause was determined to be a damaged alternating current power cord and depressed pin on the rear case. The alternating current power cord and rear case were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off by itself. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.